Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown a batch review will not be performed.

Event description:
A customer contacted baxter?s technical service center and reported receiving system error 2240 (air in line) on the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) had the home patient (hp) cycle power and informed him that they will need end therapy and contact the nurse. Product surveillance spoke with the hp on (B)(6) 2011. The hp stated that after starting over with new supplies no further issues were found. No patient injury or medical intervention was reported. No further information is available.